Event description:
I had mesh implanted for two inguinal hernias. I've had chronic pain on the left side of groin since the surgery and it has been getting more painful everyday. I'm also having pain on the right side of groin now. I have received multiple injection to the mesh area with no relief. I also have been to pain mgmt and given different types of drugs but nothing helps. I don't know what type of mesh was used, but I do know that there are tacks holding them in place. The pain has ruined many things in my life, I thought I should report this. Thanks.